Event description:
It was reported to resmed that an astral device displayed a battery communication lost alarm and an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported sf180 was due to an isolated component failure within the device battery assembly while the battery communication lost alarm was due to an intermittent connection with the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communication lost alarm and an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.